Event description:
Related manufacturer report number: 2017865-2023-02234. During an in-clinic follow-up, episodes of high defibrillation impedance were observed on the right ventricular (rv) channel. As it was unknown whether the high defibrillation impedance was due to an anomaly of the rv lead or due to an anomaly of the device, the physician elected to explant and replace both the rv lead and the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.